Manufacturer narrative:
The lot number for the reported malfunction was provided; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is inconclusive for device contamination as the sample was returned opened and the original state of the package at the time of opening could not be confirmed. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced device contamination during manufacture or shipping. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patients age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. A photo was also provided for the reported malfunction. The company is currently investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced device contamination during manufacture or shipping. This information was received from one source. This event did not involve a patient as there was no patient contact.